Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a screen display that is not working. At this time we are unaware under which circumstances the event occurred or if any patients were involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eva & return to manufacture date), e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Additional information: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's screen display isnt working. A getinge field service engineer (fse) found screen display is not working. Powered device 'on' and observed several vertical lines on the left and right sides of the display. Confirmed reported complaint of the screen not working. Placed order for additional arts and affixed red sticker to display indicating device is not cleared for use at this time. Advised customer that return visit would be scheduled once additional parts were received, returned to site and replaced upper display. Confirmed resolution of reported complaint. Cardiosave iabp pm services completed. Full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use. The patient involvement is unknown. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0127 sn: na assy, display top lcd rohs (qty.1). This part was received with a reported unit failure message of power device on and observed vertical lines on the left and right sides on the display. Performed visual inspection of this part received and part looks to be in good condition. Installed the display top lcd into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure and observed vertical lines left and right sides on display. Please see attached pic.assy, display top lcd failed testing. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.